Manufacturer narrative:
The events of seroma-late and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is liquid around the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports "during breastfeeding, [patient] felt discomfort, pain, mastitis, went to the hospital with 40c of fever and in pain, did a blood test and took morphine for pain" and "inflammation and liquid around device." This record is for the right side. The device remains implanted.